Event description:
In 2008, a patient/layperson spoke with a customer care advocate, cca, regarding her one touch ultra meter. Reportedly, the meter would not turn on although it functioned as expected during troubleshooting. For that reason, there is no evidence the product malfunctioned. The patient alleged that the meter stopped turning on a 3:30 p.m. On three days earlier. When the patient unsuccessfully tried to continue to test, her husband purchased another brand meter. However, the patient refused to use it since it was not a lifescan meter. Allegedly, the patient had no symptoms around 6:30 p.m. On the day prior to original date when emt was called to the home. Her blood glucose was reportedly 34 mg/dl on emt's meter. The patient was given an IV of fluids although she does not know if it was glucose. Upon arrival at the ER, the patient was given a candy bar and milkshake and later discharged the same evening. The cca replaced meter, test strips, and control solution. This senior medical affairs specialist, smas, spoke with the patient on five days after the original date. The patient reported the following. The patient concurred with the information she had given to the cca. However, the patient stated she had symptoms: "acting like I was drunk, sweating, and shaky." Reportedly, the patient had eaten supper the night of the event. While speaking with the patient, this smas learned that she was discharged from hospital only a few hours before my call. However, the admission was unrelated to the previous ER visit. The patient had been admitted to hospital on the day after the original date when I was discovered she had "lost seven pints of blood due to I took too much coumadin". It was apparent the patient was still weak and that she was unclear about some of the events of the day prior to original date; therefore, it is possible the symptoms she described occurred during her second event. When reportedly unable to test, the patient continued taking her morning oral medication and her 10 pm dose of 30 units of lantus. Although the patient allegedly was treated for hypoglycemia on that day, it is possible the patient was also suffering from the blood loss discovered on two days later. However, because the patient alleged she was unable to test and implied that perhaps it contributed to the hypoglycemic event, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.